Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the force sensing resistor (fsr) being out of range is unknown. The fsr was recalibrated to correct the condition. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an out of range force sensing resistor. No additional information is available.